Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Review of provided picture shows the patient labels and the outer box. The inner sterile packaging and the locking bar cannot be seen. It cannot be determined if a locking bar was present in the sterile packaging or if the sterile packaging was empty prior to opening the seal based on the provided picture. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was not an implant in the package.